Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a warming sensation in or around the implantable neurostimulator (ins) pocket during recharging. It was noted by the patient that the ¿thing in my back heats up¿ when they would charge the ins and the patient would let it cool down before turning the ins back on after charging. Additional information has been requested but was not available as of the date of this report.